Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils implanted on (B)(6) 2009 for permanent contraception. Sometime after the procedure, she began experience one or more of the following symptoms, including, but, not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing abdominal pain, back pain, pelvic pain, abnormal bleeding, and painful intercourse on (B)(6) 2014, the consumer underwent a total hysterectomy and a bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (full hysterectomy salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, migraine, nausea, fatigue, alopecia and dysmenorrhoea had resolved and the abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Case medically confirmed. Event abnormal bleeding(vaginal, menorrhagia), migraines / headaches, nausea, fatigue , alopecia, dysmenorrhea (cramping). Historical, concomitant condition and relevant lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009), recurrent abortion and nickel sensitivity. Concurrent conditions included neck pain, hemorrhagic cyst, left inguinal hernia, psoriasis, constipation and urinary tract infection. Concomitant products included tramadol from (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 5 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and allergy to metals ("allergic to nickel/ nickel jewelry"). The patient was treated with surgery (full hysterectomy salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, headache, migraine, nausea, fatigue, alopecia, dysmenorrhoea and vaginal infection had resolved and the abdominal pain, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2012, nonviasulization of the right ovary. There was prominent right adnexal gas. Trace amount of free fluid in the endometrial canal. Probable involution cyst left ovary. On (B)(6) 2012, female ros: constitutional, skin, eye, otolaryngeal, cardiovascular, pulmonary, gastrointestinal, genitourinary, musculoskeletal, neurological, psychiatric, endocrine, hematologic and allergic review of systems is normal except as noted. On (B)(6) 2014, left adnexal mass was diagnosed. On (B)(6) 2014, findings: normal size uterus, very small amount of right uterosacral endometriosis. Otherwise, her pelvis was normal. Small left ovarian cyst was seen. Final diagnosis: uterus, cervix, bilateral tubes, resections: uterus weight 141 grams, with proliferative endometrium and adenomyosis. Bilateral fallopian tubes, his negative for hyperplasia, dysp tologically unremarkable. Lasia, or malignancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received. Events per pfs: allergic to nickel and vaginal infection. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.